Event description:
It was reported that during a revision of the patient's left proximal humerus, the surgeon attempted to remove the proximal locking screws using the teardrop handle and short screwdriver shaft despite being told that that was not the correct instrument to use. The connection snapped inside the adapter. All parts were removed and the correct instrument was used to remove the screws. Surgery was completed successfully with no delay.

Manufacturer narrative:
The reported event could not be confirmed, since the returned device shows no sign of matching the alleged failure and was found to be fully functional. The screwdriver shaft that was received doesn't show any visible sign of damage marks on the proximal side, on the contrary, the distal side indicates assembly and disassembly marks that were caused by using an off-label device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design-related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The instructions for use instructs the user that: ¿off-label use of an instrument can harm the patient and/or impair the function and integrity of the instrument.¿ based on the investigation the root cause of the failure was determined to be user related. I.e., off-label product usage. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that during a revision of the patient's left proximal humerus, the surgeon attempted to remove the proximal locking screws using the teardrop handle and short screwdriver shaft despite being told that was not the correct instrument to use. The connection snapped inside the adapter. All parts were removed and the correct instrument was used to remove the screws. Surgery was completed successfully with no delay.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.